Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) contacted the biomedical engineer and found out that no issues were prevailing. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure that there was an unspecified movement issue with the universal surgical manipulators (usms). The issue occurred while using both surgeon side consoles (sscs). The issue occurred as soon as the surgery started. The site confirmed that the surgeon's head was inside of the viewer at the time of the issue. The procedure was completed with no reports of patient injury.